Manufacturer narrative:
On (B)(6) 2016, an fse conducted a follow-up with the customer over-the-phone to address the reported event. The fse guided the customer on how to clean the presence sensor shaft. Afterwards, the customer indicated that the system was up and running with no errors noted. The instrument was performing as expected and no further action required by field service. The most probable cause of the reported event was a dirty or contaminated c-cup transfer presence sensor shaft. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported an error 2163: c trans cup not released error with their aia-900 analyzer. The customer was unable to run progesterone and prolactin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone and prolactin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.